Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. They request control solutions only. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call; unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Doctor's office is calling on behalf of the customer. At the time of the call the customer reported feeling ill with symptoms of frequent urination, blurry vision, feeling weak/tired and often hungry. Customer had gone to the diabetic educators for assistance with the meter and they had received high readings. Doctor's office called in to request control solutions to test the meter. Customer did not initially go to her diabetic educator due to diabetic symptoms or because of high results. Doctor's office realized that she had symptoms and that the results were elevated when she arrived at the office. Customer could not continue with the troubleshooting and no further information was able to be obtained.